Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery white liquid injected in to the patient eye in sculpt phase. Balanced salt solution was used to irrigate. Patient was experienced with chemical burn. Additional information has been requested. Additional information received indicating patient developed zonular lysis which appeared towards the end of surgery.

Manufacturer narrative:
Additional information has been provided in section h.6 and h.10. Corrected information has been provided in sections d.1 and d.4. The products under investigation are not serviceable devices. Therefore, service record reviews were not performed. A non-conformance based reviews of the batch/lot/serial numbers were performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the products were manufactured in compliance with the device master record. Based on the assessment, the products met release criteria. A review for complaints reported against these lot/batch/serial numbers was performed. No similar complaints were reported for the product lot/batch/serials under investigation. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no request for servicing on this event. Therefore, there is no service record number. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in sections b.5, h.6 and h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received patient also experienced with corneal edema and suture were placed at main incision port.